Event description:
This patient experienced a sudden loss of cochlear implant function. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery is scheduled in 2004. The healthcare professional was informed that the explanted device should be returned to cochlear.